Event description:
It was reported that a vena cava filter was successfully deployed prior to a bariatric procedure. Approximately one month post filter deployment, a computed tomography scan performed for abdominal pain demonstrated migration of the filter to above the level of the renal veins. A filter retrieval procedure was scheduled; however, the decision was made to not retrieve the filter as there was thrombus within the filter and extending above the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with morbid obesity was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed and an ivc gram demonstrated the level of the renal veins and the size of the ivc. The filter was then deployed in the ivc caudal to the renal veins. A repeat ivc gram demonstrated adequate positioning of the filter within the ivc. Approximately one month post filter deployment, a CT scan of the abdomen performed for abdominal pain demonstrated a status post roux-en-y gastric bypass procedure, mild distention of the gastric antrum, diverticulosis and migration of the filter to above the level of the renal veins. The patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and an ivc gram demonstrated the filter to be situated above the level of the renal veins at about the t12 level. There was persistent filling defect within the filter and extending above the filter compatible with thrombus. In view of the size of the thrombus, it was decided not to retrieve the filter. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one month post filter deployment, a CT scan of the abdomen demonstrated migration of the filter to above the level of the renal veins. The patient was scheduled for retrieval of the filter. An ivc gram demonstrated the filter to be situated above the level of the renal veins at about the t12 level. There was persistent filling defect within the filter and extending above the filter compatible with thrombus. In view of the size of the thrombus, it was decided not to retrieve the filter. Therefore, the investigation is confirmed for migration of the filter based on the provided medical records. It was reported that the patient was morbidly obese. Per the IFU, "the safety and effectiveness of this device has not been established for morbidly obese patients. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention." Therefore, it is possible that patient issues contributed to the reported event; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was successfully deployed prior to a bariatric procedure. Approximately one month post filter deployment, a CT scan performed for abdominal pain demonstrated migration of the filter to above the level of the renal veins. A filter retrieval procedure was scheduled; however, the decision was made to not retrieve the filter as there was thrombus within the filter and extending above the filter.